Manufacturer narrative:
(B)(4). Batch # p57h7c. Month and day unknown. Only year (2017) is known. Device evaluation: the analysis results found that the sr75 reload was received unfired. Further analysis of the cartridge showed that the pan was noted damaged and the wedge knife assembly was noted broken. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. No functional test was performed due the condition of the cartridge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure while reloading, the reload got or was damaged at the end. The sales rep was not in the case and was unable to confirm afterwards if the reloading process took place properly. No further information could be provided. There were no patient consequences.